Event description:
The complainant has reported that a patient (age & gender unknown) underwent a therapeutic hemostasis procedure for treatment. The clinician stated that the resolution clip device would not complete the deployment sequence by releasing from the catheter. Therefore the clinician manipulated the device until it deployed. A subsequent device was used, however, the clip did not release from the catheter causing additional trauma to the bleed site. The clinician stated that the procedure was completed by cauterizing the bleed site. The patient did not sustain any complications or ill effects as a result of this issue.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further details become available; a supplemental medwatch report will be filed under the appropriate sequence number. Please note associated medwatch report 6000048-2006-00449. Wea re unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.